Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened escape, act, down arrow and up arrow dome switches. Unable to rewind pump due to button keypad anomaly. The insulin pump has cracked case at the display window corners and minor scratched lcd window.

Event description:
The customer called and reported the buttons on the insulin pump were hard to push. Customer's blood glucose was 176 mg/dl. The customer first noticed the keypad issue when experiencing difficulty rewinding the pump. Customer was assisted with rewinding successfully. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.